Event description:
It was reported that during a lap cholecystectomy procedure, the tip of the blade broke off into the patient and had to be fished out. Added approximately ten minutes to the procedure. There was no reported patient consequence and procedure was finished with bovie.